Event description:
A report was received from (B)(6) with information stating that an 840 ventilator's monitor went dim during use. The device was replaced. There was no patient harm reported. The ventilator didn't stop cycling.

Manufacturer narrative:
The device has not been made available for evaluation. Should additional information become available, a supplemental report will be submitted. (B)(4).